Event description:
The customer stated that they received questionable results for an unspecified number of patient samples tested for ca2 calcium gen.2 on the cobas 6000 c (501) module on (B)(6) 2018. The customer provided data for two patient samples which had erroneous ca2 results. One of the two patient samples had an erroneous result which was a reportable malfunction. The erroneous result was not reported outside of the laboratory. The sample initially resulted with a ca2 value of 6.1 mg/dl and repeated with a value of 8.5 mg/dl. The repeat result was believed to be correct. The patient was not adversely affected. The ca2 reagent lot number was 33767201, with an expiration date of 31-jul-2019. The alarm trace showed an abnormal probe aspiration alarm around the time of the event.

Manufacturer narrative:
The field service engineer adjusted the rinse levels on the instrument. The investigation determined the rinse levels were the root cause of the event.